Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure there was a sudden decrease in r wave sensing. When the physician attempted to reposition the right ventricular (rv) lead, tissue was noted at the tip of the lead that would not come free from the helix. The lead was explanted and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.